Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies to address the issues. The customer¿s blood glucose level (bg) was between 600-700 mg/dl, with ketones. Reportedly, the customer¿s girlfriend delivered a manual insulin injection to address the elevated bg. At the time of follow-up the customer¿s bg had decreased to 478 mg/dl. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.